Manufacturer narrative:
Title: safety and local control of percutaneous microwave thermosphere ablation for liver cancer source: hepatol int (2020) 14 (suppl 1):s1¿s470. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli 10: according to literature source of study performed december 2017 until august 2019, which is aimed to evaluate the safety and local control of percutaneous microwave thermosphere ablation for liver cancer. Three hundred eighty-eight tumors including 347 hepatocellular carcinoma (hcc) and 41 metastatic liver cancer in 299 patients were ablated. Of 388 tumors, 203 subcapsular, 112 perivascular, and 40 protrusive lesions were included. A total of 35 complications occurred (12%): bile duct injury (15), seeding (4), portal thrombosis (1) liver abscess (1). All seedings were found in patients with hcc over 3cm in diameter. Cumulative 1 year local recurrence rates: tumors less than 3cm were 4%; tumors over 3cm were 26%. Article: tamai hideyuki , (2020), hepatol int (2020).